Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred and no trace of moisture damage found on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error and the buttons were not responding. He stated that it is possible the device was exposed to water as they were out washing the car but it did not appear to be wet. Customer's blood glucose value was 250 mg/dl. The customer had disconnected the insulin pump but had not treated with back- up plan yet because they had to pick up the prescription. The insulin pump was replaced and returned for analysis.